Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: concomitant products: right side; 270cc mentor smooth round high profile; catalog number: 3503270; serial number: (B)(4). Manufacturer¿s reference number: smaller left breast and left side deflation (B)(4).

Event description:
It was reported that a (B)(6) year old hispanic female patient underwent primary breast augmentation with a 270cc mentor smooth round high profile and was presented with left side breast implant deflation. It was also reported that the left breast felt smaller. As a result, the patient underwent bilateral explantation and replacement with catalog number 3503330; serial number (B)(4) on the left and with catalog number 3503330; serial number (B)(4) on the right side on (B)(6) 2019.

Manufacturer narrative:
On 9/3/2019, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).